Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 26 bd vacutainer® sst¿ ii advance plus blood collection tubes experienced a stopper that was difficult to remove and stopper creep out or loose closure. The product defects were noted after use. The following information was provided by the initial reporter: material no. 368967, batch no. 8036957. Complaint 2 of 2 verbiage: this email is intended to report out of specification of 2nd stopper pullout forces for bd vacutainer® sst tubes catalog # 368967 made in plymouth UK. As part of CAPA 54720, we sourced bd vacutainer® sst 3.5 ml (368967) tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for 2nd stopper pullout force. The testing indicates both nominal and maximum dosed bd vacutainer® sst 3.5 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for the t= 13 months test intervals because of stopper creep out and also it was observed that there was excessive stopper lubrication. The nominal and maximum dose test samples for the 3.5 ml were from lot # 8036957.

Event description:
It was reported that 26 bd vacutainer® sst¿ ii advance plus blood collection tubes experienced a stopper that was difficult to remove and stopper creep out or loose closure. The product defects were noted after use. The following information was provided by the initial reporter: material no. 368967, batch no. 8036957. Complaint 2 of 2. Verbiage: this email is intended to report out of specification of 2nd stopper pullout forces for bd vacutainer® sst tubes catalog # 368967 made in plymouth UK. As part of CAPA 54720, we sourced bd vacutainer® sst 3.5 ml (368967) tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for 2nd stopper pullout force. The testing indicates both nominal and maximum dosed bd vacutainer® sst 3.5 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for the t= 13 months test intervals because of stopper creep out and also it was observed that there was excessive stopper lubrication. The nominal and maximum dose test samples for the 3.5 ml were from lot # 8036957.

Manufacturer narrative:
Correction: g.4. Date received by manufacturer: 07/18/2019. Bd has updated the awareness date to (B)(6) 2019, since this date represents a corrected time-frame for when bd reviewed the internal test data and came to the conclusion that testing had not met specifications. The initial awareness date that was referenced in the complaint, represented the date that the testing was conducted. H.6. Investigation: bd had performed an evaluation of the complaint and observed the failure mode based on the results generated during internal testing. Additionally, the incident lot had expired at the time this issue was being evaluated so no further testing could be performed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.